Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the lens was not implanted due to monarch loading issue which caused damage to the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during loading, they noticed that lens not implanted due to company injector loading issue. As per source document there was no patient contact. Additional information has been requested and received stating that company injector caused damage to the lens. Procedure was completed on the same day.